Manufacturer narrative:
Manufacturer's investigation conclusion: the mpu was returned with no allegation of a device issue provided. Visual inspection of the mpu revealed black rub marks and streaks of white paint on the patient cable insulation. The patient cable was replaced with a new one due to wear and tear. The mpu was functionally tested and was found to function as expected. A full functional test was performed, and the device passed all test steps. The mpu was forwarded to continuum rental pool. The device history records were reviewed and the records revealed the mpu was manufactured in accordance with mfg and qa specifications. Heartmate 3 patient handbook section 6 entitled ¿equipment maintenance¿ (storing 6-3 and cleaning and maintaining the equipment 6-4) and instruction for use section 8 entitled ¿equipment storage and care¿ address how to properly care for, maintain, and store the equipment for proper use. Heartmate 3 patient handbook document and instruction for use caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that investigation of the returned mobile power unit (mpu) revealed cosmetic damage (wear and tear) on the patient cable jacket.